Manufacturer narrative:
(B)(4). Subject device is an instrument and is not implanted. Part number associated with device only sold in (B)(4). Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.

Event description:
The rounded end of the burr broke off and remains in the pt.